Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime. The drive support cap was sticking out. Customer's blood glucose level was 8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 alarm during basic occlusion test and unable to prime during prime/a33 test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area, broken reservoir tube lip and missing the end cap sticker.